Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2013 indicate the patient's seizure control is poor lately and has become much worse. The vns device was replaced; however, the explanted device will not be returned to the manufacturer per hospital policy. Follow up with the physician found that the increase in seizures was likely related to the vns battery being at end of service. No other information was provided. Clinic notes dated (B)(6) 2013, indicate the patient has pain above the generator and suspicion of a lead insulation discontinuity there. Clinic notes dated (B)(6) 2013, similarly state that there is pain near the vns generator site and inflammation. However, clinic notes dated (B)(6) 2013 indicate the chest pain resolved and follow up with the physician found that the pain was not related to vns.

Event description:
Review of decoder data shows the device was at ifi-yes on (B)(6) 2013 (the date of explant). The device appears to have been functioning as intended to the date of explant. The battery was voltage was 2.750v, and the noted ifi-yes condition is expected. With the information available, it appears that there is no device failure. The low output status reported in supplemental report 02 is most likely the result of the device being hit with electrocautery at the time of explant.

Event description:
Follow up with the physician found that no causal or contributory programming or medication changes preceded the onset of the pain. No patient manipulation or truma occurred that is believed to have caused or contributed to the pain. The pain is not associated with (i.e. Occurring with) stimulation. It is not clear when the worsened seizures first began; however, they are believed to be related to the vns. The increased seizure frequency was back to pre-vns baseline levels. All of the patient's seizure types increased. No causal or contributory programming or medication changes preceded the onset of the worsened seizures. The vns replacement surgery was performed as intervention.

Manufacturer narrative:
Describe event or problem, corrected data: this information should have been included on supplemental report 02; however, it was inadvertently omitted.